Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had an operation on (B)(6) 2013. On an unknown date the patient was walking with the crutches from the bedroom to bathroom and felt a tear and pain. As a result the patient could not walk and then went to the clinic and was placed into a cast. The patient wrote a letter to the surgeon that was accompanied by two x-rays requesting the product guarantee. The previous doctor was unsuccessfully contacted at the time of receipt. There has not been a scheduled revision surgery to date. The patients fracture still has not healed properly. This report is for one unknown screw this report is for 2 of 3 complaint (B)(4).